Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the knife broke during energization was identified. It is likely the result of the being scorched and melted; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 3-lumen sphincterotome v exhibited the knife broke during energization. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1 to be continued: (B)(6) hospital. The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the wire break was identified. It is likely the result of excessive heating; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.